Manufacturer narrative:
(B)(4) completed: service engineer cleaned instrument and performed system checkout procedure successfully. (B)(4). Device not returned, photos provided.

Manufacturer narrative:
System was used for treatment. Kit lot d372 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. However, corrective and preventive action have already been initiated for drive tube leak/breaks. Photos associated with the complaint were submitted for analysis. The complaint description states that a drive tube leak at 307 ml whole blood processed (wbp) and the leak is a small tear on the drive tube. Root cause cannot be determined from review of the customer supplied photographs. Although delamination of the bearing stop cannot be confirmed, the damage to the drive tube is consistent with historical delamination. Corrective and preventive actions have already been initiated. The service order feedback is still pending at the time of this report. A supplemental report will be sent once the service order feedback is received. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report a drive tube leak at 307 ml of whole blood processed (wbp). Customer reports that the kit was loaded correctly. Customer reports the leak is a small tear on the drive tube. Procedure was aborted. Patient reported as stable. Service was dispatched. Customer will submit photos for evaluation.